Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital twice; once due to chest pains, and the other due to pneumonia. Customer stated that she had high blood glucose levels at the time of both incidents. Blood glucose levels were not provided. The insulin pump was not replaced or returned for analysis.